Manufacturer narrative:
The events of "capsular contracture" and "seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: capsular contracture; seroma; "removal of the biocell textured breast implant due to fear of alcl".

Event description:
Patient representative reported right side "the plaintiff underwent painful removal procedures as well as treatment, therapy, recovery, and expense associated the removal of the biocell textured breast implant due to fear of alcl. To reduce risk of alcl. And due to symptoms consistent with alcl and fear of alcl including: mental anguish, increased risk of alcl, evaluation for alcl, explant, reconstruction, seromas, physical pain. Scarring and disfigurement. Plaintiff experienced asymmetry, pain, heat sensations, asymmetry, seroma, rashes or itching, capsular contracture [baker grade unknown], mass under the arm or breast. Additionally, plaintiff suffered aggravation of underlying conditions including emotional distress, panic disorder, and anxiety, as well as loss of quality of life, depression, and ptsd: and other physical and emotional manifestations that are severe and ongoing." Patient representative additionally reported the plaintiff experienced the following right side events, which are not device-related: "chronic insomnia, significant weight loss or gain, irritable bowel/crohn's disease, chronic headache, and diarrhea/nausea on an ongoing basis". Device has been explanted.